Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on to a blank display screen; the original complaint of dim/discolored display screen could not be investigated due to the blank display. The damaged display was removed and a test display was inserted, and the test display functioned normally. Investigation determined that a failed display flex was the cause of the blank screen.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.